Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported ¿pocket formed under armpit, had to go in for tightening.¿ healthcare professional reported moderate implant malposition. Patient later reported re-operation for malposition. This record is for the left side. Device was explanted and replaced.